Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006, this patient with a short neck and reverse taper, underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Following placement of the trunk-ipsilateral leg component, a post operative angiogram showed a large proximal type I endoleak, which did not resolve after a second attempt to balloon the proximal end of the device. A decision was made to repair the endoleak surgically at a later time. Six months later, this patient was converted to open surgical repair. The physician reports that the conversion was due to the large proximal type I endoleak. The patient tolerated the conversion well.